Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The clinic reported that the user has no benefit with the device, with no trauma, health changes, infections, or swelling noted. During the assessment, the connection to the device was found to be highly unstable, with in situ measurements unsuccessful due to insufficient connection, despite using different equipment and applying pressure variations. A device assessment is planned for later in the week to further investigate the issue.